Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated the patient was in the clinic the day of the call for a routine check and they were surprised to find out that they needed a replacement. They thought the ins would last longer than 3 years. The caller stated the ins was at eri at 2.59v. The caller stated the settings were increased at the last office visit, but they didn't have the previous settings. Current settings were 3.7v, 160 pw, 135 rate, 787 ohms, 16 hours/day. Eri at 2.45 years, eos at 2.7 years. There were no further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the senior rep responded saying there should be no report as the patient's settings were inline with the longevity report and depletion was due to high settings which both patient and surgeon understood. There were no further complications reported.